Event description:
No additional information.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. E4. The initial reporter also notified the FDA on (B)(6) 2026 medwatch report is mw5184026.

Event description:
It was reported, air in line.